Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in a 95% stenosed, heavily tortuous, and heavily calcified lesion in the left anterior descending artery. A 4.0x19mm graftmaster rx covered stent system failed to cross after several attempts due to resistance with the anatomy. The perforation was successfully treated with a new 4.0x19mm graftmaster rx covered stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.